Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch basic was reading inaccurately low. The patient usually tests once in the morning and takes 1 glipizide pill in the morning. Two days before, the patient was getting meter readings, such as "35 and 45 mg/dl" on her meter. She thought she was low so she administered self-treatment with honey with sugar. At an unspecified time, the patient developed symptoms of dizziness, nausea, vomiting, and thirst. She drank water because she was thirsty and endued up with symptoms of frequent urination. She claimed that she tested during her symptoms and was getting meter readings in the 40's mg/dl. About 11:30pm, she contacted the paramedics for assistance. The paramedics did not test her blood glucose but took her to the hospital. When she arrived at the hospital, the patient's blood glucose was "359 mg/dl" on the hospital device. She was treated with IV fluids and an injection of an unspecified medication. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl," an approved sample was used, and the correct testing techniques were used; however, the cca noted that the incorrect technique was used to clean the puncture site. This complaint is being reported because the patient alleged she administered self-treatment based on the meter readings and then was treated for hyperglycemia at the hospital. The meter, test strips, and control solution were replaced.